Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was known to have chronic low flow alarms likely due to inflow cannula malposition. The patient's labs were unremarkable. Log files revealed low flow alarms on (B)(6) 2022 and (B)(6) 2022 and momentary low flow events on (B)(6) 2022 and (B)(6) 2022. The low flows were also associated with patient position. The patient was stable at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed because no log files were submitted for evaluation. The reported inflow cannula malposition could not be confirmed from this evaluation as no computer tomography (CT) scan images depicting the malposition were submitted for review. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted controller event log file (B)(6) captured a low flow event that resulted in a low flow hazard alarm on 19jan2022. No other atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. The submitted controller periodic log file captured an additional low flow hazard alarm on 13jan2022. Additional information communicated on 08apr2022 stated that no CT images could be provided because only providers have access to the program where the imaging can be viewed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 "surgical procedures" provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.